Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer e-mail stated the tampon string did not stay together well; the threads were separating from each another. No injury was reported.